Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl at the time of incident. The customer's current blood glucose is 73 mg/dl. The customer was treated with syringe, intravenous fluid in the hospital. Customer experienced symptoms such as hypertension, elevated blood pressure and congestive heart failure related to high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. The insulin pump will not be returned for analysis.